Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, upon removing the sheath from the loft limb access site, a digital subtraction angiography (dsa) was performed that revealed a small vascular tear in the left common iliac artery (cia). Subsequently, the sheath was reinserted while the patient's hemodynamics were maintained. A 9 millimeter (mm) by 4 mm non-medtronic stent graft was placed, and post-dilation was performed using a 9 mm by 4 mm balloon. Another dsa was performed that confirmed vascular repair.

Event description:
It was reported that during the implant procedure of a transcatheter valve, upon removing the sheath from the left limb access site, a digital subtraction angiography (dsa) was performed that revealed a small vascular tear in the left common iliac artery (cia). Subsequently, the sheath was reinserted while the patient's hemodynamics were maintained. A 9 millimeter (mm) by 4 mm non-medtronic (vbx) stent graft was placed, and post-dilation was performed using a 9 mm by 4 mm balloon. Another dsa was performed that confirmed vascular repair. Additional information was received to report the patient had generally small vessel diameters with the minimum diameter of the access vessel at 3.8mm x 4.2mm. The dissection occurred after the valve was fully deployed and the delivery catheter system (dcs) was fully withdrawn from the patient; it occurred when the 18fr non-medtronic (gore medical dryseal) sheath was withdrawn. Per the physician, although there was a section with insufficient vessel diameter, other access sites were also not optimal, so this site was chosen with the risk of dissection in mind. The physician clarified the dcs and guidewire did not contribute to the dissection; however, the non-medtronic (gore medical dryseal) sheath did.

Manufacturer narrative:
Additional information received showed there is no information to reasonably suggest the device in this report may have caused or co ntributed to a death or serious injury or has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: b5. Second paragraph was added. H6. And additional codes were updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.